Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had water in it was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the foot of the device had been drilled into. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the craniotome device had water in it. During in-house engineering evaluation it was observed that the foot of the craniotome device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.